Manufacturer narrative:
Internal complaint reference case-(B)(4). H3, h6: the reported device was received for evaluation. A visual inspection revealed the suture and both anchors were returned detached from the device. The needle overmold assembly was severely bent. The depth limiter button was not in the default position. The actuator tip was at the top of the deployment channel. A functional evaluation was performed on the returned device and found the actuator tip felt detached from the deployment slider. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The root cause of the reported event was associated with unintended use of the device. Factors that could have contributed to the failure include an application of unintended inappropriate or excessive force to the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during an arthroscopic meniscus repair procedure, the second anchor of the fast fix 360 came out from the meniscus tissue, both t1 and t2 were removed. The procedure was successfully completed with a non-significant delay using a back-up device. No patient injury or other complications were reported.